Manufacturer narrative:
Sensory medical has followed up with the customer on (B)(6) 2026 (attempted phone call, voice mail not set up, could not leave a message) to obtain additional information relevant to the investigation. Sensory medical advised the customer to discontinue use of the cubby bed until damaged components could be replaced. 240612m05 is the lot for the canopy. Review of manufacturing records confirmed the lot passed all required in-process and final inspections. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact". Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. The tech hub manual provides the following information: in the warnings section on page 3: check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. On page 19 maintenance checklist: discontinue use and contact us immediately if anything is damaged or missing. Technology hub zipper + cord loop are intact and lock is secured. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The parent reported that her child was able to unzip the technology hub and elope from the bed through the technology hub portal area. She confirmed the technology hub was zipped and locked at the time of the event. The parent confirmed that the child was able to unzip the technology hub, while it was locked in place, and climb out of the bed. The parent stated that she did not notice any damage to the technology hub as a result of the event. She also stated that she is unable to provide any photos of the reported damage. There was no report of injury as a result of the event.